Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-01141. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was planned on (B)(6) 2019 to test the leads.

Event description:
Reference MFR. Report # 3006705815-2019-01141.

Event description:
Reference MFR. Report # 3006705815-2019-01141; reference MFR. Report # 3006705815-2019-01332. It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the patient's leads and anchors were replaced, during the procedure it was found that both leads had fractured where the swift lock anchors were placed and that one of the leads had migrated out of the header. Both 3186 leads and the 2 swift lock anchors were removed. Two new 3186 leads were implanted along with two new swift lock anchors. Effective therapy restored. Both leads and ipg were reported for lead pull out since it was unknown which lead pulled out.